Event description:
The reporter did meter to lab comparison tests, five minutes apart. The reading (capillary) on the reporter's meter was 221 mg/dl, and the venous lab test result was 312 mg/dl. The reporter did not have any symptoms. During troubleshooting the reporter has been cleaning the meter with alchohol, not water. Control solution testing was not done due to unavailability of supplies. No harm was alleged. Followup attempts to contact the reporter for additional info have not been successful.